Manufacturer narrative:
(B)(4). (B)(4): (endoleak). (Dilated and angulated aortic neck, type 2 endoleak). Conclusion: (dilated and angulated aortic neck, type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 64 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt presented symptomatically approx 1 month ago with pain, and CT scan showed 2 cm distal stent graft migration from the level of the renal arteries which resulted in a proximal type 1 endoleak. The aneurysm was 4 cm in diameter. The aortic neck was 31 mm in diameter and moderately angulated. A type 2 endoleak was found from the ima and a reduction in the size of the aneurysm was also noted. The cause of the migration was attributed to dilatation of the aortic neck (see MFR # 2953200-2010-01223). A talent cuff was implanted proximally; however, due to the neck angulation, the type 1 endoleak was still present. The decision was made perform an open repair where a tube graft was placed surgically without explanting the stent grafts. No additional clinical sequelae were reported and the pt is fine.